Event description:
The pt, a niddm, began obtaining low blood glucose readings on her meter on 8/16 and 8/17. Based upon these readings, she drank orange juice, ate breakfast and skipped her insulin injection. She tested later in the day on 8/17 with a result of 53 mg/dl and, 2 hrs later, 47 mg/dl. Because she was feeling very thirsty and did not believe the meter readings to be correct, she proceeded to the hospital. Upon arrival, her blood glucose reading was "900" (unknown method). She was admitted into intensive care for hyperglycemia, treated with IV and insulin and released on 8/20. Meter maintenance and calibration status is unknown at this time.